Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrioventricular nodal reentrant procedure with cryo, a blood leak was noted at the hemostasis valve when changing the sheath from cryo to rf. Another introducer from the same model was used to continue the case successfully with no consequences to the patient.